Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the provided information and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross or remove had likely contributed to the reported separation of the gaia second guide wire. The applied stress would localize and therefore exceed the product design limit when the wire tip was being caught and restricted its movement by the heavily calcified cto. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] removal difficulty of guide wire. Separation of the guide wire.

Event description:
It was reported that the tip of an asahi gaia second had broken off during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in the proximal left anterior descending artery (lad). Because the occlusive lesion of the lad was hard and calcified, multiple guide wires (sion and fielder xt-a) were guided under the support of a non-asahi finecross catheter but failed to pass through the cto. Then the guide wire was upgraded to gaia second. After repeated operation, part of the guide wire entered the occlusive lesion. When the guide wire enters the occlusive lesion, the tip of the guide wire became unable to rotate anymore and strong resistance was met retrieving the guide wire. An unspecified microcatheter was delivered as close to the tip of the guide wire as possible, and then the guide wire was pulled back. After pulling back the guide wire, the guide wire was found broken and a piece of the tip was left in the cto. Multiple balloons were used to press and pull the broken tip back into the guide catheter. At the same time, a snare was used to grab when the separated tip further broke down in pieces. Since the broken tip was located at end of the cto and expected no risk of serious complications, the broke tip was left in situ. The procedure was terminated. The patient was transferred another facility to have another pci to treat the cto and stent the broken tip. The patient after the procedure was fine without adverse effect associated with this event.